Event description:
At the end of right knee arthroscopy procedure, a black, oily film was noted in suction (outflow) tubing. Substance was not noted intraoperative. The physician was aware, the arthroscopic shaver was removed from operative field & given to the material coordinator. A new device was obtained, and the right knee was copiously irrigated.